Event description:
As reported post-op via clinical study that the 62 year old female patient was experiencing off and on pain, received CT scan. CT scan found large cyst on posterior lateral aspect of tibia and smaller one under anterior lateral aspect of talus. The date of adverse event onset is (B)(6) 2023. The plan is to treat with bone graft of cyst and appointment to be scheduled. The patient¿s outcome was last known as, continuing. The case report form indicates this event is possibly related to devices and procedure. The outcome of this event is resolved through surgical revision on (B)(6) 2023.

Manufacturer narrative:
H3: additional information in b4. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated ankle. The most likely cause of the reported event is the patient¿s conditions.

Manufacturer narrative:
H6: corrected health effect and medical device codes.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported post-op via clinical study that the 62 yo female patient was experiencing off and on pain, received CT scan. CT scan found large cyst on posterior lateral aspect of tibia and smaller one under anterior lateral aspect of talus. The date of adverse event onset is 01/18/2023. The plan is to treat with bone graft of cyst and appointment to be scheduled. The patient¿s outcome was last known as, continuing. The case report form indicates this event is possibly related to devices and procedure.

Manufacturer narrative:
Concomitants: serial #: (B)(4) category #: 350-11-04 - tibial plate fb sz 4 lt, serial #: (B)(4) category #: 350-01-03 - talar implant sz 3 lt, serial #: (B)(4) category #: 350-10-04 - ankle sz 4 locking clip,